Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported not wearing a transmitter at the time of contact. Patient was advice to insert a new sensor and install a new transmitter, reset bluetooth, reset smart device, and pair new transmitter. Dexcom representative relinquished old transmitter ID. No additional patient or event information is available.